Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was taken to the hospital with blood glucose levels over 500 mg/dl and chest pain. The customer was also nauseated, and had ketones. The customer stated that the customer would get a no delivery alarm with every bolus. The customer changed the infusion set five times, but continued to get the alarms. Eventually the mother got the insulin pump to work. The mother was unable to troubleshoot as the customer was at school at the time of the call. The mother felt uncomfortable with the insulin pump, and requested a replacement. Nothing further was reported.